Event description:
During a routine shift check by a clinician, the device's display blanked out. The user shut the device off and the device would not power back on. There was no patient involvement in the reported malfunction.